Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: (B)(6).

Event description:
It was reported that the patient experienced loss of coverage due to high impedance contacts on both spinal cord stimulation (scs) leads. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices were discarded by the facility.